Manufacturer narrative:
Pump was received with blank display and constant buzzing due to corroded electronic assembly. Moisture damaged found on motor assembly. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump makes a constant buzzing noise and the noise cannot be cleared. The customer's blood glucose reading was 128 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.